Event description:
This spontaneous case was received from a media report and describes the occurrence of back pain ("back pain") and respiratory failure ("respiratory insufficiency") in a (B)(6) female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced back pain (seriousness criteria medically significant and intervention required), respiratory failure (seriousness criterion medically significant), pain in extremity ("leg pain"), menorrhagia ("hemorrhagic menstruations") and headache ("headaches"). At the time of the report, the back pain, respiratory failure, pain in extremity, menorrhagia and headache outcome was unknown. The reporter considered back pain, headache, menorrhagia, pain in extremity and respiratory failure to be related to essure. The reporter commented: medical or surgical intervention was performed. The list of device similar incidents contains essure reports received by bayer and older cases received by conceptus coded with the same meddra preferred term. In this particular case a search in the database was performed on 21_sep_2017 for the following meddra preferred term: back pain: the analysis in the global safety database revealed 347 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Further company follow-up with the reporter is not possible. Company causality comment: incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.